Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) and tissue injury appear to be related to patient conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted laterally for stabilization. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, before deployment the clip had partial single leaflet device attachment(slda) from anterior leaflet. Some damage was observed at anterior leaflet. Another ntw was deployed at medial commissure to stabilize the slda clip. Per the physician, slda was due to compromised tissue quality and torn anterior leaflet. The mr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.